Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath. The right atrial (ra) lead was found to have high thresholds, and an x-ray revealed that the lead was dislodged. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.